Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open and 'u' shaped metal piece broken in the back of drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 5 failed to open. A field service engineer found that the u link on the plunger had snapped. The fse replaced both the plunger and the u link to resolve the issue. The matrix drawer was then tested using the open or close drawer test in the hardware test application (hta), and the test was completed successfully. The system functioned as intended after the field service engineer repaired the device.